Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7026960; medical device expiration date: 01/31/2022; device manufacture date: 02/06/2017; medical device lot #: 7058747; medical device expiration date: 02/28/2022; device manufacture date: 03/27/2017. Medical device lot #: 7086602; medical device expiration date: 03/31/2022; device manufacture date: 05/18/2017. Medical device lot #: 7121511; medical device expiration date: 04/30/2022; device manufacture date: 06/15/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the barrel of the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. It is unclear when the time of events occurred. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: a total of ten loose 10ml luer-lok syringes were received, reported to be from batch # 7026960, 7058747, 7086602 or 7121511 (p/n 309605). The samples were visually evaluated. All samples were found to have a small scuff mark located next to the left side of the zero line, approximately 1/16" long and a scratch mark on the barrel wall outside scale markings 1/8" long. No other defects were observed in the syringes. The scratch and scuff marks observed do not affect the fit, form or function of the syringes and are considered a cosmetic defect. DHR review for batch 7121511 (p/n 309605): manufacturing dates: 06/09/2017 to 06/10/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121511 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7086602 (p/n 309605): manufacturing dates: 05/13/2017 to 05/14/2017. Batch quantity was 172,800. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7086602 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7058747 (p/n 309605): manufacturing dates: 03/21/2017 to 03/22/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7058747 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7026960 (p/n 309605): manufacturing dates: 01/31/2017 to 02/02/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7026960 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.